Manufacturer narrative:
Additional information: e1 (telephone number) - number provided as (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - "due to deformation of s-cover [scope connector cover], water tightness is lost" - "due to a scratch on objective lens, the image has dark area partially" - "aw-cylinder [air/water cylinder] and s cylinder [suction cylinder] has no color" - "g-packing [grip packing ring] is loose" - "due to a cut on heat shrinking tube of fe lever, expected insulation capacity cannot be obtained" - "plate unit is deformed" - "sc cover [scope connector cover] unit has corrosion due to water leakage" - "due to damage on connecting tube, insulation resistance value does not meet the standard value" - "the universal cord has a wrinkle" - "sw2 [button 2] has a pinhole" a root cause could not be identified. Based on the results of the investigation, no further cause could be established for the reported phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
A device was alleged with an angulation issue during a procedure. From this event, the device was investigated, and from the results of investigation, it was reported that there was a burn on the c-cover [plastic distal end cover]. There was no allegation of harm, nor adverse event associated with this report.